Manufacturer narrative:
Review of the device history record confirms that the pump was tested and met its specifications at the time it was shipped from animas. User complaint of over delivery of insulin was confirmed. Over delivery caused by encoder which was found to have only one count instead of ten counts per revolution. Encoder failures are caused by contact with high magnetic fields such as an MRI. Product labeling clearly warns the user to not take the pump into MRI or other magnetic fields. #(B)(4)

Event description:
Patient questions insulin delivery. Feels it is delivering more insulin then it is reporting - had two low bgs on (B)(6) 2004 and feels it is the fault of the pump.